Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
There was a report of a battery incident. No consequences to the patient were reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
There was a report of a battery incident. No consequences to the patient were reported. Although requested, no further information provided.

Manufacturer narrative:
Investigation conclusion: the customer reported event of a battery incident was confirmed in the pcu event log review for this investigation. Log analysis shows the customer experienced a battery discharge without prior alarms. Review of the pcu event log identified a lb3 alarm (battery discharged) without prior lb1 (low battery alarm) and lb2 (very low battery) alarms that occurred on 06sep2020. An ¿as-received¿ fast battery conditioning test was completed after the reported incident found the returned pcu battery capacity within specification. The battery logs showed the battery incident occurred at the 1 year and 11 month mark near the end of its useful life. The pcu battery logs show no evidence of conditioning was completed. Pm records were requested from the customer (customer did not provide records). The battery should be replaced every 2 years by qualified service personnel. The battery should be conditioned every 12 months by qualified service personnel. Device inspection: external and internal inspection was performed on the returned pcu device. During external inspection, the right (male) iui was observed with corrosion. The left (female) iui was observed with bent contact pins. These observations were incidental findings with no impact to functional performance and relevant to the reported incident. Root cause analysis: the probable cause of the customer reported battery incident was a result of the battery not being properly conditioned. Device history review: a review of the device history record showed the device had a manufacture date of 19nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirmed similar complaints with the same or related failure mode for this customer.

Event description:
There was a report of a battery incident. No consequences to the patient were reported. Although requested, no further information provided.